Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6)2017 where the ipg was removed and replaced. Therapy was resumed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort and difficulty in recharging the ipg. It was determined the ipg had twisted in the pocket. Surgical intervention may be pending to address this issue.